Manufacturer narrative:
This report will be updated if additional information is received. Additional information was reported that over three years later, this lv lead was capped and surgically abandoned during a normal device replacement as the pacing impedance measurements were still above 2,000 ohms and the lead was not capturing. The lv lead was not replaced due to the request of the patient. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular lead was associated with a report of high out of range pace impedance measurements and loss of capture. A boston scientific technical services (ts) consultant suggested other vectors to attempt, and discussing the issue with the patient's physician. There were no reports of adverse patient effects, and the lead remains implanted and in service. A bsc field representative was contacted, but was unable to provide additional information.